Event description:
It was reported that the patient presented to the hospital after receiving inappropriate high voltage therapy. Upon device interrogation, four episodes were observed. Two episodes showed inappropriate shocks. The other two episodes showed that the device initiated then aborted charging before delivering therapy. The device was reprogrammed and medications were adjusted. The patient was fine after the event.

Manufacturer narrative:
(B)(6).